Event description:
It was reported that within two days of the implant procedure, the patient presented to the emergency room (ER) with pre-syncope. The right ventricular lead exhibited high threshold. The lead was initially reprogrammed, and then subsequently repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri45, implantable pacing lead, (B)(6) 2013; rvdr01, implantable pulse generator (ipg), (B)(6) 2013. (B)(4).